Event description:
It was reported that during a splenectomy procedure, the jaws broke while cutting fascia. Was not able to control the jaws from the handle anymore. Noises were heard when this happened. It is unknown how the procedure was completed. No patient consequence reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received with the I-blade broken and not returned. The device was tested with a generator and the device performed as required during testing; though all testing could not be completed due to the I-blade damaged. A possible cause of the damage to the I-blade could be not allowing thick and fibrous tissue to denature prior to I-blade advancement.